Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak from the transfer set was reported and is known to cause this alarm. The cause of leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of three of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the transfer set was leaking. The patient closed the transfer set and disconnected. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.